Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose levels that just read low on the meter at the time of the incident. The customer was at 81 mg/dl at the time of the call. The customer was given liquid glucose to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was completed and the pump passed a self test. The customer works out in the heat everyday. The customer had 3 low incidents the week of the call. The insulin pump will not be returned for analysis.